Manufacturer narrative:
The device was tested on the bench using automated testing equipment,and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was due to an arrhythmia as a result of underlying ischemic cardiomyopathy and coronary artery disease. No further information is available at this time.